Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding: other') in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, vaginal discharge, dizziness, amenorrhea, knee pain, uterine leiomyoma and menometrorrhagia. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) / excessive vaginal bleeding"). In 2015, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping"). The patient was treated with surgery (ablation, dilation & curettage- (B)(6) 2013). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: if no removal planned, select reason(s): other she received treatment for dysmenorrhea (cramping),pelvic/abdominal: no l tubal ostia. Trailing, coils in uterus: 4, r tubal ostia. Trai ling, coils in uterus: 5 complication of ablation procedure-uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified):bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding: other') in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, vaginal discharge, dizziness, amenorrhea, knee pain, uterine leiomyoma and menometrorrhagia. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included medroxyprogesterone acetate (depo provera)19-(B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) / excessive vaginal bleeding"). In 2015, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping"). The patient was treated with surgery (ablation, dilation & curettage- (B)(6) 2013). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: if no removal planned, select reason(s): other she received treatment for dysmenorrhea (cramping),pelvic/abdominal: no l tubal ostia. Trailing, coils in uterus: 4, r tubal ostia. Trai ling, coils in uterus: 5 complication of ablation procedure-uterine perforation diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified):bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs and mr received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti", lot number, lab data, reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.